Event description:
Affiliate reported that a (B)(6) complaint waiting for more detail e-mail sent on the (B)(6). The valve was explanted in 2013 due to an occlusion.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. Sent third and final attempt to obtain sample, on the (B)(6) 2014. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined since no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
Gtin: unknown as product code was not provided. It is unclear if the device will be returned for evaluation. A follow up report will be filed when additional information has been received.